Event description:
It was reported that the doctor thought the pump was giving the patient too much pain medicine and had a technician turn it down as low as it would go. Since that time, the patient had been in ¿an awful lot of pain¿. The reporter wanted to have someone come in and turn the pump up a bit, but had been unable to get in contact with the physician¿s office. It was noted that the patient had undergone an MRI of her back three days prior, but the reporter didn¿t know if it was related to the pump. The drugs used in the pump had been recently changed to a mixture of three different drugs, though it was unknown which ones were being used.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).